Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing on ventricular channel was observed via merlin.net. Patient was asymptomatic. Programming changes were made and the issue was resolved. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.